Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a pyxis is down and showing error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station was down and shown error as "error initializing device manager." A field service engineer found that the device experienced initializing device manager errors, preventing user access. A technical support specialist (tss) worked on the issue after troubleshooting for several hours, recommended installing a new image on the station, to complete the installation, tss renamed the station, and attempted to synchronize the device to the server, but the process was unsuccessful due to a network name error. Finally, the field service lead provided additional information on the error. Following fse ¿s instructions, the network name was corrected, once the sync process was completed, device was set up on auto login. Once all parameters were set up, rebooted the station and allowed application to launch properly, ran diagnostics to verify application status. All tested successfully. The system functioned as intended after the field service engineer investigated the device.